Event description:
It was reported patient underwent partial knee arthroplasty on (B)(6) 2008, as part of a clinical study. Subsequently, the mensical bearing "spun out" on (B)(6) 2010. No revision surgery has taken place to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The device is still implanted and not available for evaluation. The device is in a clinical study and not available for evaluation. This report submitted (B)(6) 2010.